Manufacturer narrative:
Additional device evaluation summary: it was received for analysis an empty opened labeled winding former and a dispensed needle-suture of product code sxpp1a301. During the inspection visual, the swage and attachment area were as expected. Marks on the body needle that appears to be by the use of a surgical instrument could be observed the suture was examined and body fluids at some barbs were found; no defects or damaged on the barbs were noted; but, the sides of the fixation tab were broken. To seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not exert additional force on the fixation tab. The manufacturing records couldn¿t be reviewed as the batch number is unknown. Per the condition of the sample received, it could not be determined what may have caused the reported incident.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown ob-gyn procedure on (B)(6) 2019 and barbed suture was used. The fixation tab of the suture came off when pulling the suture after the first passing of the needle through tissue as usual. There were no adverse consequence to the patient reported.